Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a wallflex biliary rx uncovered stent was to be implanted in the common bile duct to treat a malignant stenosis during a procedure performed on (B)(6) 2022. The patient's anatomy was long and was very tight and was not dilated prior to stent placement. During the procedure, the distal part of the catheter was broken and remained inside the fully deployed stent. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.